Event description:
Customer reported that pump battery would not charge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.